Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient stated they were having trouble with their stimulation. The patient clarified that tuesday they lifted a package of 30 pounds in their house, and since then their stimulator had been going crazy. The patient said the stimulation would suddenly increase on its own and start buzzing. The patient said they'd be walking or just sitting and all of a sudden the stimulation would go crazy. The patient said they would turn the stim down way low so they wouldn't have much vibration, but the stimulation issue still happened. The patient said they also tried turning stimulation off. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient who reports that they met with a manufacturer representative (rep) who helped them. They report the rep took the battery out of the controller and replaced it which resolved the issue. No further information provided.